Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose had been running high despite not eating much. Her blood glucose was initially 440 mg/dl, and she experienced thirst and frequent urination as a result. Troubleshooting was initiated for high blood glucose. The drive support cap appeared normal. No air bubbles were found in the tubing. The customer was able to prime the tubing as well. The bolus history also displayed all of the bolus entries based off of the customer's recollection. Customer declined to remove her cannula to examine it. Later that day, the customer's daughter called to report that the customer was hospitalized for a blood glucose exceeding 500 mg/dl. The customer was in the ER at the time of call and was treated with pump therapy. The daughter wanted to know if the settings were correct. However, the daughter was unaware of the correct settings and stated she will check with the health care provider. No products were shipped or returned.